Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was implanted during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2025. During the procedure, the distal part was bent. The procedure was completed using this device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the pusher, the stent cannot be fully deployed." The user did not follow the instructions for use.

Manufacturer narrative:
Blocks b5, e1, and g2 (report source) have been corrected. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted to treat an endoscopic retrograde pancreatic drainage during an endoscopic retrograde pancreatic drainage (erpd) procedure performed on (B)(6) 2025. During the procedure, the distal part was bent. Original device was used to complete the procedure. There were no patient complications as a result of this event. Note: it was reported that the guidewire was in the patient during the attempted deployment. Per the IFU, "if the guidewire is not completely retracted into the pusher, the stent cannot be fully deployed."